Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received rf pic failed self-test alarm. Customer¿s blood glucose level was 135 mg/dl. Customer reports they were able to clear the alarm and insulin pump did not require rewind. Customer troubleshoot was performed. Customer was advised to the insulin pump will need to be replaced and customer refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with no motor arm failed self-test alarm noted.